Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released meets specifications. No sample was returned for investigation, only a photo was provided; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The report states: foley is not functioning as intended, balloon issue. Note: during use on a patient. Clarification on the defect - balloon burst during inflation. A scan was performed for fragments. The patient is fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: foley is not functioning as intended, balloon issue. Note: during use on a patient. Clarification on the defect - balloon burst during inflation. A scan was performed for fragments. The patient is fine.

Event description:
The report states: foley is not functioning as intended, balloon issue. Note: during use on a patient. Clarification on the defect - balloon burst during inflation. A scan was performed for fragments. The patient is fine.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met product specifications. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon burst during inflation. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. Based on picture 2, there were scratch marks and dented observed on the balloon surface of the sample. The presence of scratch and dented marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. In current standard operating procedure, according to spm-asl-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch and dented marks on the balloon surface. These scratches and dented marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.